Manufacturer narrative:
Analysis was able to confirm the customer comment that the connector port was damaged. It was noted that both output connectors were broken, hanger assembly was broken, keypad window was scratched, lower case was broken, main seal was pinched, both output connectors were discolored, two case screws and a hanger screw were contaminated, and both wires on the liquid crystal display (lcd) were pinched. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the a (atrial) port on the external pulse generator(epg) was damaged. The epg was returned for repair. There was no patient involvement.